Event description:
During an unspecified procedure, the instrument ejected clips prematurely. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.